Event description:
New legal claim from kennedys. Xl revision, left hip. No revision date. No reason for revision given. No stem or sleeve information provided - dummy products inputted. Surgeon and hospital unknown. (B)(4) update: 27 may 2015. Updating reason for revision as pain, alval and increased metal ions for products. Updating surgeon name, hospital name, stem and sleeve information, revision date taken from scf 26 may 2015. (Pd 27 may 2015).

Manufacturer narrative:
Depuy still considers this case closed to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).